Event description:
This pacemaker was removed due to infection. A new cylos dr, was implanted and the pt is doing well. The explant date is approx. There were also two medtronic leads that were removed.